Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient with the cobas e 801 module. The initial result at 17:56 was 0.367 miu/ml. On (B)(6) 2021, the repeated result at 12:55 was 11.2 miu/ml. The second repeated result at 15:32 was 12.3 miu/ml. It is unknown if the questionable result was reported outside of the laboratory. The reagent lot number was 51385101. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytic's are within the customer's responsibility.